Event description:
Procedure: lap hernia repair. According to the report: the trigger would not release tacks with 3 devices. Opened a different device to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).